Manufacturer narrative:
The complaint device is not being returned, therefore unavailable for a physical evaluation. The reported complaint could not be confirmed. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed 1 other similar complaint for this lot of (B)(4) devices that was released to distribution in 2014. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The active electrode has fallen out of the socket into the joint. Devices were discarded. Additional information - was the procedure delayed or extended more than 30 mins due to the failure(s) - unknown. Were all pieces removed from the patient - yes. Did all 3 electrodes fail in the same procedure - unknown. Associated medwatch# 1221934-2015-00787, 1221934-2015-00789.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Event description:
The active electrode has fallen out of the socket into the joint. Devices were discarded. Additional information: was the procedure delayed or extended more than 30 mins due to the failure(s)? - unknown. Were all pieces removed from the patient? - yes. Did all 3 electrodes fail in the same procedure? - unknown. Associated medwatch# 1221934-2015-00787, 1221934-2015-00789.